Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of this complaint defect cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025: while administering an IV infusion to a patient, a nurse discovered leakage from a damaged soft rubber component. A new indwelling needle was replaced, and the incident was reported to the medical supplies department.